Event description:
A hydroflex device was implanted on 10/14/86. Information received on 5/28/97 indicates the doctors office reports "hydroflex apparently had a fluid loss, right cylinder, and not good rigid erection."